Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to unspecified reasons. A new pair of 18cm x 12mm cylinders and pump were implanted. It was further reported that the ipp was explanted due to the patient's dissatisfaction with his penile length following the implant surgery. "It seems that no adequate dilation was performed during surgery" there were no device malfunctions and the patient was "very satisfied" following the replacement surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.